Manufacturer narrative:
(B)(4)

Event description:
It was reported via the notivisa reporting system that during a medical procedure, the guidewire became stuck and could not be removed. As a result, the catheter was removed from the patient. Upon removal, the catheter was observed to be bent, indicating structural damage. There was no report of patient injury or adverse patient impact associated with this event. The report was submitted through notivisa, a brazilian ministry of health platform that permits anonymous reporting of potential product quality issues. Due to the anonymous nature of the report, no additional information, product samples, or follow-up details are available, and no further investigation with the reporting party could be conducted.